Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the left main (lm) artery. A 4.0x8mm xience sierra stent delivery system (sds) was advanced to the lesion and deployed; however, it was noted under intravascular ultrasound (ivus) that the stent expansion was insufficient. Additional post dilatation was performed, but the stent became dislodged after interaction with a guide catheter and ended up in the aorta. The stent was removed with a snare and was noted to be stretched from the removal process; however, the physician is unsure if any of the xience sierra stent remains in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An unspecified stent was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Only the stent implant was returned for analysis. The reported material deformation was able to be confirmed. The reported stent migration, the reported device damaged by another device and the reported patient-device incompatibility wall apposition were unable to be replicated in a testing environment due to the return condition of the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that since the device length was short (8 mm) the expansion ability was not enough resulting in the reported patient-device incompatibility wall apposition. Interaction with the guiding catheter resulted in the reported device damaged by another device and the reported stent migration. The treatment appears to be related to the operational context of the procedure as the stent was removed with a snare; thus resulting in the reported/noted material deformation. There was no separation noted to the stent implant. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device length originally reported as 8cm was changed to 8mm.

Manufacturer narrative:
Only the stent implant was returned for analysis. The reported material deformation was able to be confirmed. The reported stent migration, the reported device damaged by another device and the reported patient-device incompatibility wall apposition were unable to be replicated in a testing environment due to the return condition of the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that since the device length was short (8 cm) the expansion ability was not enough resulting in the reported patient-device incompatibility wall apposition. Interaction with the guiding catheter resulted in the reported device damaged by another device and the reported stent migration. The treatment appears to be related to the operational context of the procedure as the stent was removed with a snare; thus resulting in the reported/noted material deformation. There was no separation noted to the stent implant. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10: date device returned.